Event description:
In 2008, the customer contacted ortho clinical diagnostics to report a false negative reaction for anti-e with vra118. On the previous month, a specimen was obtained and tested with vra117. Anti-c was identified, but anti-e was not reported. One unit of packed cells was transfused to the metastatic melanoma pt on the following day. On five days prior to original date, a new sample was obtained and tested with vra118. Anti-c was identified, but anti-e was not reported. Two units of packed cells were transfused on the same day. Customer reported the pt suffered a serological transfusion reaction as evidenced by a coffee colored sample. On the next day, a post transfusion sample was tested with vra118. Anti-c was identified, but anti-e was not reported. A peg/tube panel was also performed. In addition to the anti-c, an anti-e was also identified. No discrepancies were reported with qc testing.